Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. The elevated bg was addressed by changing out the infusion set and a correction bolus via the pump. The customer did not require third-party assistance. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use and that insulin should be room temperature before filling the cartridge. Customer changed cartridge and infusion set to address the issue.